Event description:
It was reported that, "when the surgeon was screwing the scorpio ts half blocks with scorpio ts tibial component, the driver did not fit the screw head. It was too loose. Therefore, the surgeon tried to screw up other scorpio ts half blocks. However, the results were the same. The surgeon involuntarily implanted the loose half block with ts base plate on the pt."

Manufacturer narrative:
Device manufacture date for lot mm2m01: 7/31/2007. A supplemental report will be submitted upon completion of the investigation.